Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-05651. It was reported that guidewire entanglement occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the right iliac artery. A v-18 control wire was selected for use. During the procedure, a 5f 11cm super sheath was placed in the right brachial artery then a 5f 100cm imager ii diagnostic catheter was inserted to reach right iliac artery which had a stent placed previously. A v-18¿ control wire was then placed in order to use the opticross¿ 18 imaging catheter to view the lesion. However, the opticross¿ 18 imaging catheter was first recognized as an ultra ice plus ¿ imaging catheter. A few disconnection and reconnection were attempted, but the issue was not resolved. The ilab system was shut down and restarted and the opticross¿ 18 imaging catheter was finally recognized correctly. While the opticross¿ 18 was in use, the device failed to cross the iliac artery where the previously implanted stent was placed. As the opticross¿ 18 imaging catheter did not have enough rail support, this resulted to the opticross¿ 18 and the v-18¿ control wire to loop within the artery. After a couple of attempts to resolve the issue, the screen went blank and the physician decided to abandon the use of opticross. No patient complications were reported.